Event description:
It was reported that when the staples were removed after implant there was "seeping". A week later the device was removed due to infection. The patient outcome is unknown. Further information is being requested from the hcp.